Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item number is available. Event summary: it was reported that the surgeon dr. Rouchy had a case involving a trauma plate fractured on a hip prosthesis. The ref and lot number of the device is unknown. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Conclusion summary neither device reference number, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received. The condition of the components is unknown. Therefore, the complaint could not be confirmed. Patient factors that may affect the performance of the components such as bone quality and relevant medical history are unknown. Adherence to rehabilitation protocol is also unknown. Plate fracture is often related to the nonunion of bone fracture. Since the nonunion bone could not take over the load over time, it could eventually leads to overloading of the plate. Other possible contribution factors include fretting between components, corrosion, implanting against contraindication, disregarding rehabilitation protocol and suboptimal surgical technique. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
UDI number unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting additional information was sent on (B)(6) 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the surgeon had a case involving a fracture of an unknown ncb pp plate on an unknown date. Additional information has been requested, but is not available at this time.